Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of tandem and ovoids, the vaginal packing was not detected by the wand, but it was present. The team knew that the vaginal packing was intentionally retained and scanned the patient with the wand and still no detection made. Patient left the or and went to radiology. Packing was later removed. There was no patient injury.